Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) was also performed which showed that there were no issues or non-conformities and that the device met all specifications prior to being released. In addition, a review of the customer¿s concerns was performed and it was confirmed that no material changes related to this handpiece were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that there is a tear on the external grey cord which comes into the back of the phaco handpiece. It was reported that this site has been using and sterilizing the abbott fx phaco handpieces since 2009 and this has only recently started to occur and that it appears that over repeated sterilization cycles (around 300 sterilizations so far), the cord on the newer handpieces seem to shrink causing these holes and tears. The hospital nursing management / director and abbott's phaco specialist spent the time with the customer's personnel and the site seems to be adhering to all the correct cleaning /sterilization / drying and storage protocols. It was stated that the site feels that there may have been a change to the material used to insulate the electrics as the grey cord has a very different feel to it compared to their early fx handpieces model, which seem to be smoother and closer fitting than the newer ones. There was no patient involvement/user injury reported.